Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported this pump (B)(6) have pump malfunction and error codes, no stopped infusions or patient harm reported. Pump have been properly cleaned and reset, still have pump error messages. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Medical device name update to frn.

Event description:
The device was returned for a set ID failure. The pump was functioning normally during testing and performed mock infusions as expected. An internal investigation was done and found that the screw boss from the front housing to the main pcba is broken and the frm flex cable has multiple pinch locations. Cassette was loaded and unloaded several times but no error could be reproduced. The set ID failure was confirmed via log file review.